Manufacturer narrative:
(B)(4).

Event description:
It was reported that chest x-ray was performed and revealed the right atrial lead had dislodge. The lead was capped and replaced. No patient symptoms were reported. No further information was available.